Event description:
The customer reported that during a sub-cutaneous injection of herceptin, they observed a leak between the texium closed male luer and the bd eclipse needle. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.